Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of letter sent directly to argon on november 11, 2019, the patient was prescribed and implanted with an argon ivc filter in (B)(6) 2015. The letter alleges that the filter has caused nausea, light headedness, confusion, and shortness of breath. Argon¿s attorneys are attempting to gather additional information.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2019, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2015 by dr. (B)(6) and dr. (B)(6) at (B)(6) healthcare in atlanta, georgia. The patient had a scheduled retrieval procedure on or about (B)(6) 2017 by dr. (B)(6) and dr. (B)(6) at (B)(6) healthcare in atlanta, georgia; the filter was retrieved. The complaint alleges that plaintiff experienced filter thrombosis post implant. Argon¿s attorneys are attempting to gather additional information.

Manufacturer narrative:
Event description was incorrect in the initial reporting of the adverse event. Description and all applicable information has been updated.